Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. This report is for unknown nails: tibia/unknown lot number. This report is for unknown /unknown lot number. Implant & explant date is unknown. Device is not expected to be returned for manufacturer review/investigation. PMA/510k#: unknown. This device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. The reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that a tibial ex nail was implanted at another hospital over a year ago. The patient is currently suing the surgeon because the patients leg healed 20 degrees rotated from where it initially was fixed. This complaint involves one device. This report is 1 of 1 for (B)(4).